Event description:
It was reported "the spring-wire guide (swg) encountered a bend that prevented passage through the xtw needle." No patient harm. The catheter was changed. The patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the spring-wire guide (swg) encountered a bend that prevented passage through the xtw needle.". No patient harm. The catheter was changed. The patient's condition is fine.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit containing a spring wire guide (swg) assembly, 18 ga introducer needle, dilator, and 2-l catheter for evaluation. Visual inspection of the swg revealed one kink and one bend near the j-bend. No damage was noted to the introducer needle. Microscopic examination confirmed both welds were present and spherical. The kinks in the guide wire measured at 483 mm and 563 mm from the proximal weld. The total length of the swg measured 602 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the swg measured 0.799 mm which is within specifications of 0.788-0.826 mm per swg product drawing. The swg and introducer needle were functionally tested per the instructions for use (IFU) provided with this kit which states, "advance guide wire until triple band mark reaches rear of syringe plunger." The undamaged portions of the swg were able to pass through the returned introducer needle and a lab inventory ars with minimal resistance. A manual tug test confirmed both the proximal and distal welds were intact. A device history record review was performed, with no relevant findings found. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. One kink and one bend were found in the returned swg. The returned guide wire and introducer needle met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the sample returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.